Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer was advised to reseat the communication cable going between the clv-s400(4k uhd xenon light source) and the otv-s400(visera 4k uhd camera control unit). Upon following up, the customer confirmed that the device functioned normally following the troubleshooting method provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the xenon light source's brightness could not be adjusted automatically or manually. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "unable to adjust its brightness with auto or manual" was caused by a failure and contact failure of communication cable. Olympus will continue to monitor field performance for this device.